Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned in four segments for analysis. External insulation abrasion was noted at 3.5-3.6cm from the distal tip, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.